Event description:
It was reported that the device was explanted after an implant duration of approximately 52.9 months, due to mitral regurgitation. Information learned from implant patient registry and from the surgeon's response.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.